Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was 130 mg/dl at the time of incident. The customer was assisted with troubleshooting and reported that numbers were not ramping on their own. Customer reported that the keypad was unresponsive. Insulin pump was damaged. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. The keypad connector was inspected and fully locked on lcd board. Device received with missing rubber strip on top of window display noted.